Event description:
It was reported that during intra-aortic balloon pump (iabp), an optical sensor malfunction alarm occurred making it impossible to obtain arterial pressure. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name & initial reporter: initial reporter - (B)(6). Event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, d4 (version or model, catalog, lot, exp. Date, unique identifier), e1 (event site telephone), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d1, h6 (medical device problem code). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 30.7cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally, the optical fiber was found to be broken within the membrane approximately 21.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.